Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was not able to get a good connection with the grounding pad connected to the patient. The customer had tried a new grounding pad, but the issue still remained. It was hooked up to the backup e-200 generator, and then the customer was able to get a good grounding pad connection and continue with the case. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically after the e-200 generator replacement. There were no injuries or complications. The operation was not prolonged by more than a 30-minute delay.